Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Ramanathan, d., siqueira, m.b., klika, a.k., higuera, c.a., barsoum, w.k., joyce. M.j., (2015). Current concepts in total femoral replacement. World journal of orthopedics, manuscript no. 20206.

Event description:
Information was received based on review of a journal article titled, "current concepts in total femoral replacement." Multiple patients were identified in the article for patellar pain on unknown dates. There has been no further information provided and the patients outcomes are unknown.